Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non - healthcare professional reported that stand-alone fluidic management system pak were opened and bent phaco tips were found during calibration for cataract surgery (with intraocular lens implant). The surgery was successfully completed by replacing it with new stand-alone fluidic management system paks. There was no patient contact.